Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the surgeon used a 60 mm loading unit for the first firing and a 30 mm loading unit for the second firing at rest of the tissue. The surgeon tried to clamp the tissue, however the handle was stiff and could not squeeze it and a cracking sound was heard. They replaced it with a new handle and a new cartridge, and the firing was completed with no problem. There was no patient injury.